Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with cracked battery tube threads.

Event description:
Customer stated he was changing his infusion set, tried to rewind and fill the tubing, but the device did not fill. The insulin pump alarmed motor error during priming. Customer's blood glucose was 89 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.